Event description:
On (B)(6) 2021, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio flex meter would not power on. The complaint was classified based on the customer care agent (cca) documentation and on additional information obtained after customer care (cc) reviewed the call. The patient reported that the alleged power issue began at an unspecified time and date. The patient informed the cca that she manages her diabetes with oral medication (2 glucophage pills per day) and denied that she made any change to her usual diabetes management regimen in response to the alleged issue. The patient stated that due to the alleged power issue she was unable to test her blood glucose levels and developed symptoms of feeling dizzy and weak on (B)(6) 2021, at an unspecified time. The patient also mentioned that she broke her hip because she fainted and fell. The husband of the patient treated her with a glucose pill, and they called 911 after. No other blood glucose readings from other devices nor additional treatment have been reported. At the time of troubleshooting, the customer care agent (cca) noted the subject meter was not being used for the first time and that there was no indication of misuse to the device. The cca confirmed that the battery did not need to be replaced. The patient indicated that she did not have the meter available for return to lfs. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.